Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02995 and 3005099803-2012-02996 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure, performed on (B)(6) 2012. According to the complainant, while attempting to ligate varices in the esophagus, the first speedband device (mr # 3005099803-2012-02995) was able to deploy several bands however; the remaining bands were stuck on the ligator. Another speedband device (mr # 3005099803-2012-02996) was then used, but the same issue occurred; several bands deployed and the remaining bands were stuck on the ligator. The case was completed with a third speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02995 and 3005099803-2012-02996 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure, performed on (B)(6), 2012. According to the complainant, while attempting to ligate varices in the esophagus, the first speedband device (mr # 3005099803-2012-02995) was able to deploy several bands however; the remaining bands were stuck on the ligator. Another speedband device (mr # 3005099803-2012-02996) was then used, but the same issue occurred; several bands deployed and the remaining bands were stuck on the ligator. The case was completed with a third speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination found that the device returned with the tripwire wound tightly around the spool. However, no evidence of the tripwire being cinched in the handle assembly slot was identified. The suture, which was found to be broken, was attached to the tripwire loop. Additionally, the proximal section of the suture was wound around the spool. The evaluation revealed that the ligator head returned with five bands (4 blue, 1 white); however, the bands were rolled out of position and one of the blue bands was broken and caught under the others. Additionally, the teeth on the ligator head were found to be damaged. The condition of the returned incident device was consistent with the reported event of bands failed to deploy. The evaluation revealed that the remaining bands on the ligator head were rolled out of position and the ligator head teeth were damaged. Additionally, the tripwire was found to be unsecured from the handle assembly slot and there was no visible evidence to suggest that this step had ever been performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' The failure to cinch the tripwire could ultimately impact the deployment activity of the bands, which would create slack in the wire, and negatively impact the band deployment activities. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.